Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir compartment was damaged. The customer¿s blood glucose level was 7.5 mmol/l at the time of incident. Customer stated that the reservoir was not able to lock into place. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. Insulin pump passed displacement test. The test reservoir was able to lock in place.